Event description:
During a non anatomical liver resection the ptfe pad became worn and started to peel off at the distal tip. They replaced the device, and opened a new device but the same thing happened again. They replaced another device and carried on with the case. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available. This report is one of two reports. Cross reference MFR report number 8010047-2014-00107.